Event description:
The customer reported via phone call that the customer received motor error alarms when bolusing as well as a few no delivery alarms on the insulin pump. The customer's blood glucose was unknown. The customer was unaware of any significant events leading to the alarm. While troubleshooting for the motor error alarm, the customer was able to complete the rewind sequence. The customer confirmed that the issue did not result in a serious injury or hospitalization. The customer was advised that their insulin pump needed to be replaced. The customer was advised that a replacement insulin pump would be sent. The customer agreed to return their insulin pump for analysis. The customer declined troubleshooting for the no delivery alarm.

Manufacturer narrative:
The pump passed the rewind, basic occlusion, and displacement tests. The pump was unable to prime during the prime test due to a faulty force sensor. No motor error or no delivery alarms were noted. The motor passed the motor test. The pump had minor scratches on the lcd window, a cracked case at the display window corner and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.